Manufacturer narrative:
Date sent: 01/29/2009. Eval summary: the analysis results confirmed that one el5ml device was rec'd in good visual condition. The device was cycled, fed and formed the remaining seven clips within mfg specs. The device locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled and the advancer bypassed and short fed clips; causing 4 pear shaped and 1 clip with gap. No conclusion could be reached based on the analysis results as to what may have caused the finding. The instrument locked out as intended. The instrument is designed to lockout when all the clips have been fired. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the devices were used during an unk procedure. The devices did not fire properly. Another device was used to complete the case. There was no adverse consequence to the patient.